Event description:
There is no update to the original complaint description provided.

Manufacturer narrative:
An impl tapered scr-v ha 4.7 mm 4.5mm 11.5mm (tsvwh11) was returned for investigation. Visual inspection of the as returned products identified bone / tissue attached to the implant external threads. Fracture at the collar and screw fracture found inside. No pre-existing conditions noted on the per. The reported device was located on tooth #19 and was used for approximately 11 years. Pictures or x-ray images were not provided. Review of appropriate documentation: documents reviewed: instructions for use for zimmer dental implant systems (4894 rev 6 - 08/19). Information identified: precautions breakage warning. Review of appropriate documentation: documents reviewed: instructions for use for screw-vent® implants (9665 rev 0-09/14) information identified: contraindications, warnings, precautions, breakage. DHR review: DHR review was completed for the subject lot number: (61650975). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Sterilization record (st1642) was reviewed and verified to have passed all sterilization activities with no issues or nonconformities identified. Complaint history review: complaint history review was performed for the reported lot number: (61650975) for similar event and no other complaint was identified. Review completed utilizing keywords: fracture: implant. Post market trend review: february post market trending was reviewed and there were no actionable events or corrective actions for the reported event or device. Based on the available information, device malfunction did occur and the reported events (screw and implant fractures) were confirmed. However, bone loss could not be verified as the exact details of event and patient anatomical conditions were non-verifiable. Sections updated: b1: additional report type code provided. B4: date of this report. G3: date investigation results were received. G6: type of report and follow up number. H2: follow up type. H3: device evaluated. H6: adverse event problem codes. H10: manufacturer's narrative.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient weight not provided. Additional 510(k) number is k013227.

Event description:
It was reported that the implant was removed due to the platform of the implant fracturing resulting in bone loss at the site. Tooth #19.